Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2007, product type: lead.

Event description:
A consumer reported the patient had the implantable neurostimulator (ins) removed in (B)(6) of 2010 because they needed an unrelated MRI. However, the patient had scar tissue up against one of the nerves so the doctor recommended leaving the lead and scar tissue as it was as they were concerned that because the lead was on the spinal cord removal may damage the spinal cord. The doctor was also afraid if they pulled the lead anymore the patient would be paralyzed. As a result the lead was left implanted. The consumer was unsure if the patient would seek out a second opinion, but the patient was afraid to have an MRI. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.